Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station provided incorrect status of the patient. The technical support specialist (tss) dialed into the server and verified the patient details and updated the user that the hospital information technology verified with order and clarified that the issue was from active directory. The customer worked with the adt team to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was providing incorrect patient status. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.